Event description:
The facility reported a colleague infusion pump with a failure code 810:11. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not reproduced. The reported condition is due to the air base being too high. The ail pcb (air-in-line printed circuit board) was recalibrated and verified. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed that this device was not previously serviced for the reported condition of failure code 810:11. (B)(4)